Event description:
It was reported that a user experienced a dexcom g7 sensor disconnection while using the ilet, and the agent guided the user to toggle sensors and re-enter the pairing code, after which the ilet returned to pairing mode with instructions to monitor for reconnection. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included temporary loss of cgm data feed with no hospitalization or medical intervention. Investigation included in-call troubleshooting and user education focused on sensor pairing and signal restoration. Investigation of this case revealed a cgm communication issue consistent with intermittent signal loss, with no evidence of a hardware malfunction of the ilet or sensor component. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-ilet connectivity behavior rather than a device or component failure.